Manufacturer narrative:
Additional information received indicated that the customer's blood glucose was back at target level. The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 436 mg/dl. Tandem technical support had the customer review the pump's history and a resume pump alarm had occurred. The customer could not remember why the insulin delivery had been stopped. The customer changed the infusion site and delivered a correction bolus and if necessary an injection of insulin would be used to address the high bg level.